Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as irritation like a sun burn underneath the te pads and the strap left an indention that cut into the skin. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended over the counter triple antibiotic ointment and neosporin for the skin irritation. The outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Not applicable.